Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was at 503 mg/dl with moderate level of ketones, nausea and vomiting. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustment to the basal rate by health care provider. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of basal deliveries showed that they were correct and as programmed. No information was provided regarding bolus deliveries, potential causes for bg issues or potential causes for perceived inaccurate delivery issues. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that on the complaint date, the pump was manually suspended twice in the morning and encountered a power reboot event once in the afternoon. Deliveries were resumed shortly after in all three incidences. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Normal and audio bolus were delivered and recorded correctly. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.